Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the applicator barrel had brown contaminants inside. No product or data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.